Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned and analyzed and no anomalies were found. The connector pin was bent, there was blood in/on the helix mechanism and the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient received a shock while being transferred from the catheter laboratory. The physician reopened to pocket to check the set screws and none were loose. The device and the right ventricular lead were explanted and replaced. No further patient complications were reported as a result of this event.